Event description:
Procedure: lobectomy. According to the reporter: after the 4th firing, the black return knob was returned, but the jaws would not open. Add'l resection of tissue was done to remove the device.

Manufacturer narrative:
(B)(4).